Manufacturer narrative:
(B)(4) 2011-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter displayed an "ER 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 430pm. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue; however, the reporter stated the patient took food and/ or drink at that same time. The reporter denied the patient developed symptoms. At the time of troubleshooting, the cca educated the reporter regarding proper technique for sample application and testing procedure. The cca tried to walk the reporter through resolving the alleged issue. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged "ER 5" message remained unresolved.